Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo connector and cooling fan were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was a communication error. This error may result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurred. There is no report of injury or death associated with the event described in this complaint.